Manufacturer narrative:
(B)(4). G2: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The surgeon attempted to put the insert of the knee and he saw soft tissue. He then retried it but it did not fit. A second implant was used to complete the procedure. There was no delay or impact to the patient reported. There was no fracture reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 visual examination of the returned product identified the locking features to be flared out. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause of the event was identified as a use error, due to not following the instructions. The manual explicitly states, 'insert a bearing only once. Never reinsert the same bearing onto a tibial base plate' additionally on another page the manual provides instructions on proper alignment. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed by having flaring or compression of dovetail feature. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.